Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). All three icons on this device is an indication that the internal hlc batteries may not have sufficient power available in order to deliver adequate defibrillation therapy to a patient, if needed.

Manufacturer narrative:
Physio-control has attempted to obtain the device for additional evaluation but has been unsuccessful. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.